Event description:
North american drager anesthesia system, ohmeda oxygen saturation monitor; hewlett packard gas analyzer; dinamap nibp monitor; narkomed 2a anesthesia machine; marquette gas analysis; bard electrosurgical unit; andrews osi surgical table; dideco cell saver. During course of penetrating bone of vertebral body via pedicle (right l2) penetration through bone and into aorta occurreddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: design - inadequate. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.